Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced an extended ipg charging time. The patient also experienced warmth and discomfort at the ipg pocket site. Visual inspection revealed that the ipg had tilted. A database analysis revealed that the patient does not charge long enough and signs of non-optimal charger to ipg coupling. The device appeared to be working as expected. The patient underwent an ipg pocket revision procedure wherein the pocket was modified and re-sutured. The patient was doing well postoperatively.